Event description:
Device was placed in the esophagus. An attempt was made to deploy the device. The device was attached to the esophagus but would not deploy. The device was removed. A new device was used and worked fine. No adverse effect on the patient was noted.